Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of frozen scree, audio beep anomaly, moisture damage, unexpected restart, button error and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer treated with the pump. The customer stated that there was a continuous beep for 3 to 4 hours. The customer stated that the screen froze and the customer was unable to push the buttons. The customer stated that there is fluid under the lcd display. The customer declined to troubleshoot for high readings.